Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were experiencing shocking which was sometimes strong at the stimulator site from their device. They had shocking and sharp pain over the implantable neurostimulator (ins) when the device was on. The ins was also getting hot to the touch when the stimulation was on. It was noted that the patient typically kept their device at 2.5. These issues had been present since (B)(6) 2015. The patient had their stimulation off at the time of the report. The shocking was not related to positional movement and there were no falls or trauma associated with the issues. The issues would happen when the patient was just sitting in a chair. They were keeping track of when the ins would get hot and when they would feel shocking. The patient wanted to have their device checked by a manufacturer representative. No further interventions had been taken at the time of the report. The patient was implanted for spinal pain.